Manufacturer narrative:
During the repair of the product an analysis has been performed. This included a short test run which showed already that the product was running out of specification (too high current consumption) and that it was heating up quickly. After disassembling of the handpiece it was visible that the bearings have been gritty. This causes high friction and hence heat up of the product. It was also visible that the push button had groove marks worn into it. This shows that it has been pressed while the handpiece was running. Root cause is that the handpiece was used to lift soft tissue (e.g. Cheek) away from the treatment area. This causes unusual high friction and hence heat up of the product. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Exemption number e2010020. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer). (B)(4).

Event description:
I spoke with dr. (B)(6). On (B)(6) 2017 during a crown prep on tooth# 3, the patient was burned on the right cheek. Burn diameter was size of the handpiece back cap. Doctor prescribed the patient betamethasone topical steroid/anesthetic cream. I informed doctor to handpiece condition. I explained the inner back cap with groove mark worn into it indicates the handpiece was used as a retractor that depresses back cap to rub on inner components and heats up immediately. See also MDR 3003637274-2017-00033 for reporting of second incident with the same handpiece.